Event description:
It was reported that the pump is emitting loss of prime warnings multiple times per day. The pump was returned to animas for evaluation. The pump was evaluated by product analysis on (B)(6) 2011 with the following findings: the force sensor was found to be out of calibration, and the force sensor assembly was found to be damaged. This report is being made based on investigation results.

Manufacturer narrative:
The pump was evaluated by product analysis on (B)(6) 2011 with the following findings: the force sensor was found to be out of calibration, and the force sensor assembly was found to be damaged. A review of the pump history did not indicate that loss of cartridge detection had occurred. The pump was exercised for 24 hours with no issues. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Correction/removal reporting number: 2531779-03/24/2010-003-r. Device received by manufacturer date: 06/03/2011.

Manufacturer narrative:
(B)(4). Device history record review was conducted on (B)(4) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.